Manufacturer narrative:
Corrosion was noted on the analyzer sensor and the corrosion is the most likely cause of the error messages. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. Because blood lead controls were not being consistently tested according to product labeling instructions, the customer was not able to detect any alteration in instrument performance before obtaining error messages. The analyzer will not generate results when these types of error codes are given. Magellan's in-house testing of the blood level controls in multiple replicates generated erratic qc results. The customer gave no indication of falsely low patient sample results. Magellan provided the customer with a new instrument, additional training, and additional instructions on proper analyzer maintenance. No further issues of this nature have been reported by this customer. (B)(4).

Event description:
Error messages were generated by analyzer 2 weeks prior to customer complaint. Analyzer was performing as expected in generating those error messages however customer continued to run the analyzer and was not consistently running qc. No reported injuries or harm occurred as a result of this issue.